Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block. It was noted that the right ventricular (rv) lead exhibited rising thresholds and rising impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.